Event description:
It was reported that the sensing threshold had decreased over time. The physician elected to perform an induction test. All measurements were normal, but the sensing threshold was still low. The physician elected to leave the lead as is.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.